Event description:
It was reported that 2 bd micro-fine¿ pro pen needles were difficult to operate, and medication could not be delivered during the priming process as a result. The following information was provided by the initial reporter, translated from japanese: "this is a report about the inability to press the button from the patient who switched from pn plus to pro. According to the patient's report, the button could not be pressed upon priming. This issue occurred in 2 of 28 products."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned; therefore, the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.